Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) displayed tcmid:05 (coolant diff failure) error message was confirmed based on the event log review and functional testing. The investigation findings determined that the root cause of the reported issue was due to bad contact between the lm34 a/b temperature probe and the pic16 board. To remedy the problem, the four contacts of the lm34 a/b on the pic16 board were cleaned. The event log review indicated five occurrences of tcmid:05 error messages, confirming the reported complaint. The thermogard xp ivtm system failed initial functional testing as the console displayed tcmid:05 error message during the self-test, thus, confirming the reported complaint. After cleaning the contacts between the lm 34a/b and the pic-16 circuit board, the console ran with no errors or faults. The delta of the lm34a/b was verified to be accurate. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6) displayed tcmid:05 (coolant diff failure) error message during self-check. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.